Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Customer was unable to self-treat and was seen at a hospital where basic medical assistance and overnight monitoring were performed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the internal pins of the usb port. The damage observed to the pins was likely due to the user having incorrect cable into the reader or having applied excessive force to insert the cable into the reader's usb port leading the usb port to no longer functioning as a result. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba and no issues were observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Customer was unable to self-treat and was seen at a hospital where basic medical assistance and overnight monitoring were performed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Customer was unable to self-treat and was seen at a hospital where basic medical assistance and overnight monitoring were performed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.